Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device felt like it had shifted. Also, every time the patient showers the device site gets black and blue. The device remains in use. No patient complications have been reported as a result of this event.